Event description:
It was reported, the patient had to be programmed about every 6 months because she would get shocked. Her physician indicated that the device would be replaced once her battery depleted. It was stated, ¿it sounded as though her representative was programming around an electrode.¿ additional information was requested but not known at the time of report.

Manufacturer narrative:
Product ID 3889-28, lot# v292729, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).